Event description:
Patient stated the ins never worked from the time the trial stimulator was implanted on (B)(6) 2018. Patient met with a rep several times during the trial period complaining it was not improving the pain. Even with these trial results, the permanent stimulator was implanted with the hope it would eventually help the pain. However, rep stated to patient that he had never turned up a stimulation as high as patient's was turned on with no results. On (B)(6) 2019, hcp informed patient they would need to find another doctor because they could no longer help patient. Patient was out of their office with a pain stimulator that did not work in their back searching for another doctor. They were also looking for a doctor that would remove the stimulator. The cause was doctor not being able to read MRI results properly. The new surgeon told patient the MRI showed that the stimulator was never going to work. Patient needed surgery. Patient stated their dissatisfaction with the initial doctor. On (B)(6) 2019, surgery was performed (fusion s surgery), at that time the leads had fused to patient's spine and would have been very difficult to remove. Also, when the decision was made to leave the leads attached, patient was told they would not cause any issues. Recently, on (B)(6) 2021, patient had orders from another doctor for an MRI. When the hospital called to get the MRI approved, manufacturer would not approve because of the leads. Patient voiced their dissatisfaction with their initial hcp.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6) , product type: lead, serial#: (B)(6). Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt had the scs removed but leads were still implanted.  Pt has "scar tissue and adhesion". Technical services (tss) assumes caller was referring to around the leads but was not able to clarify as caller eventually hung up. Caller does not know when the ins was removed. Caller states the pt said the ins was removed b/c it "was not working". Tss asked caller to clarify if she meant that it was not working in terms of therapeutic benefit and caller speculates this to be the case. Caller states that when the pt had the ins removed the hcp indicated they she never should have had a scs in the first place. Caller states someone from mdt already spoke with the pt about her scan eligibility but tss was not able to confirm with caller if mdt has already been notified about her scs "not working". Caller noted the pt has parkinson's.